Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a potential discrepant result of a false negative result in the aries sars-cov-2 eua. The comparative platform was not provided. The discrepant result occurred during validation testing and there was no adverse event associated. There was no indication of consumable or device malfunction.